Event description:
While troubleshooting wbc vote outs, the customer reported the baths had dried cleaner reagent all over the top of the wbc and rbc baths on the coulter act diff 2 analyzer. The volume of the leak was about one drop and the leak was contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) observed the fluid leak and the x flagging on the wbc parameter and found the tubing that leads from check valve 7 (cv7) was incorrectly installed as diameter was smaller than the specifications require and could not deliver the cleaner reagent properly so it was leaking at the fitting to cv7 and had dripped onto the wbc and rbc baths leaving the cleaner residue seen by the customer. The fse replaced cv7 tubing for delivery of reagents to the sweep flow to resolve the leak and the wbc x flagging. (B)(4).